Event description:
The customer contact reported that the device touchscreen does not respond when pressed. The device was returned to the biomedical department from the emergency unit for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not respond to enter the biomed mode and was found to be out of calibration. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to be out of calibration and the device touchscreen would not respond to enter the biomed mode. The probable cause was a broken device touchscreen. This device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.